Event description:
Procedure: pelvic organ prolapse and stress urinary incontinence. Reportedly, the pt underwent a procedure for treatment of pelvic organ prolapse and stress urinary incontinence. Allegedly, the pt experienced pain, injury and has undergone corrective surgery.

Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2011-00154 (uretex to2). Note: this report corresponds with bard's report (B)(4) for an "avaulta anterior biosynthetic support sys."